Manufacturer narrative:
Investigation is ongoing. Device remains implanted.

Event description:
As reported, approximately 2 years, 6 months post successful tavr a valve in valve procedure was performed on a degenerated sapien 3 valve with ''calcific restenosis''. The procedure was successful. Additional information has been requested regarding the stenosed valve.

Manufacturer narrative:
Corrected typo in b.5 and updated b.7 based on medical records received. Updated h.6 device code based on records. Investigation is ongoing.

Event description:
As reported, approximately 3 years, 6 months post successful tavr a valve in valve procedure was performed on a degenerated sapien 3 valve with ''calcific restenosis''. The procedure was successful. Medical records were received for evaluation. Recent echo performed 3 years post tavr revealed mild-moderate pvl, a mean gradient across the valve of 28.3mmhg, and a valve area of 0.55cm2. A tee performed 3 years, 4 months post tavr revealed severe aortic stenosis with commissural sclerosis of the valve with restricted leaflet opening and mild to moderate aortic regurgitation. The patient has been experiencing blle and increased sob while walking which has been worsening over the past 2 years. The valve in valve procedure was a success with no stenosis or obstruction noted.

Manufacturer narrative:
Updated h.6 investigation codes based on investigation closure. Additionally, corrected h.6 health effect clinical code. A device history review (DHR) did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed and did not reveal any other complaints relating to degeneration or deterioration. During manufacturing of the sapien 3 transcatheter heart valve, the valve and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. The IFU was reviewed. The physician is warned that accelerated deterioration of the valve may occur in patients with an altered calcium metabolism. Valve recipients should be maintained on anticoagulant/antiplatelet therapy, except when contraindicated, as determined by their physician. This device has not been tested for use without anticoagulation. Valve stenosis, device degeneration, paravalvular or transvalvular leak, valve regurgitation, and structural valve deterioration are all listed as potential adverse events associated with the use of the valve, delivery system, and/or accessories. No IFU/training deficiencies were identified. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no product non-conformances were identified, a product risk assessment (pra) escalation is not required. Since no edwards defects were identified, no corrective or preventative actions are required. The valve degeneration/deterioration was confirmed based on medical record. A review of DHR, lot history, and complaint history did not provide any indication of a manufacturing non-conformances contributing to the reported event. A review of IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, ''approximately 3 years, 6 months post successful tavr a valve in valve procedure was performed on a degenerated sapien 3 valve with ''calcific restenosis''.' Per recent echo, patient had mid-moderate aortic regurgitation, aortic stenosis (ava 0.8 cm2), mean gradient of 32.4 mmhg, and restricted leaflet opening. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode with the underlying mechanisms not yet fully understood. In this case, medical records revealed that patient had history of calcific aortic stenosis (prior to tavr), diabetes, and chronic kidney disease (ckd). It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Diabetes is also known to be a risk factor for calcification. Calcified leaflets may in turn contribute to the reported symptoms by impacting proper leaflet coaptation and leading to the narrowing of effective valve orifice (stenosis) and, thus, elevated gradients. As such, available information suggests that patient factors (pre-existing valvular disease, diabetes, chronic kidney disease) may have contributed to the complaint event. However, a definitive root cause was unable to be determined at this time.